Event description:
It was reported during use the bd vacutainer® flashback blood collection needle experienced poor sleeve function. The sleeve side piercing occurred 4 times. The following information was provided by the initial reporter: the customer stated ¿the customer complained when using a straight needle to collect blood, the rubber sleeves did not rebound back after extubation, causing blood to contaminate the needle holder and flow out of the needle holder hole.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/29/2020. H.6. Investigation: bd received 9 unopened samples, 1 opened sample, and 3 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for sleeve leakage with the incident lot was observed as blood can be seen in the holder. Additionally, 6 of the unopened samples were evaluated by visual examination and functional testing and the indicated failure mode for sleeve leakage with the incident lot was not observed as all product specifications were met. The 1 opened sample was evaluated by visual inspection and the sleeve was observed to have 2 puncture holes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of sleeve leakage through a corrective and preventive action (CAPA#1800001).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® flashback blood collection needle experienced poor sleeve function. The sleeve side piercing occurred 4 times. The following information was provided by the initial reporter: the customer stated ¿the customer complained when using a straight needle to collect blood, the rubber sleeves did not rebound back after extubation, causing blood to contaminate the needle holder and flow out of the needle holder hole.